Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat menorrhagia, dysmenorrhea and stress urinary incontinence. It was reported that the patient had the concurrent procedures of total vaginal hysterectomy and cystoscopy performed during mesh implantation. It was reported that patient underwent mesh removal on (B)(6) 2013 due to pelvic pain and mesh erosion. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.